Event description:
On (B)(6) 2009, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2011, this pt was implanted with a gore excluder aaa endoprosthesis aortic excluder aaa endoprosthesis aortic extender component.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.